Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter leakage was confirmed and the cause appears to be use related. The product returned for evaluation was a 4fr s/l powrpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6cm-8cm depth markers. The catheter split was typical of flexural fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned and centered about a permanent kink impression ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) ¿ two additional permanent kink impressions were seen, also within the 6cm-8cm depth markers an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of rebn1376 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the puncture site was selected in the middle of the left arm elbow. The catheterization was conducted using seldinger technique with blind insertion method. The catheter was placed in the body for 47cm. After about 50 days of maintenance, it was stated leakage was found, the catheter was subluxated, a crevasse was found at 6.5 cm from the puncture site. The PICC catheter was removed and the patient did not have any other uncomfortable reactions.